Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise resulting in pacing inhibition. The right ventricular lead was explanted and replaced. There were no patient consequences.